Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging that his onetouch ultralink meter gave a message of "high glucose". Per the onetouch ultralink owner's booklet this message appears when the meter detects a blood glucose greater than 600 mg/dl. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that on (B)(6) 2012 at 6am he obtained the message of "high glucose". The patient stated he was feeling ok at time of message. The patient stated he is on insulin pump therapy. In response to the message, the patient stated he took his maximum correction bolus of 14 units of novolin. At approximately 7:15am that morning, the patient stated he felt "confused" and when he tested on a backup, he obtained a blood glucose reading of "43 mg/dl". The patient claimed he treated self with food and drink in response to the low blood glucose reading and symptoms and felt better afterwards. At the time of the follow-up call, the patient informed the mss that he felt that a "bad" battery was causing the meter to give the message. The patient stated he obtained message of "high glucose" three times and when he replaced the meter's battery the alleged message no longer appeared. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after administering treatment based on "hi glucose" meter message.